Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -11.0/+2.0/014 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2020 the lens was exchanged with a longer lens due to low vault. The problem was resolved. The cause of the event is reported as a patient-related factor.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture and residue on the lens. Visual inspection found foreign residue on the optic of the lens. Claim# (B)(4).